Manufacturer narrative:
Additional info will be provided once investigation is completed.

Event description:
It was reported that the lightsource powers up as usual but screen remains dark. Allegedly, the unit was uncovered and found that a loosened/detached component from the pcb.